Event description:
Boston scientific received information that this patient recently had cardiac arrest during which time this device attempted to deliver a shock but did not, external defibrillation was performed. Interrogation showed that there was an error message stating that a short circuit was detected. Premature battery depletion (pbd) is alleged and this device will be explanted soon. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.